Event description:
Customer reported a pca over infusion. The set has been discarded but the biomed has the logs. Event details: at 4:00 am morphine 30mg/30ml pca only was intended to infuse 0.5mg/15 minute lockout with a max total of 2mg per hour. Pca syringe emptied in approximately 8 hours but it should have lasted a minimum of 15 hours. Nurse stated the settings on the screen displayed the correct dosage, however the history showed that the pt had received up to 4mg/hour. Pt was awake and alert. There was no medical intervention reported. Although requested, no additional event or pt info provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The event logs have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Devices not received, log review only.